Event description:
It was reported by the healthcare professional in china that during an achilles tendon reconstruction surgical procedure on (B)(6) 2024, the milagro interference screw device anchor was broken off, removed all the broken parts. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. UDI: (B)(4).)incomplete. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed the device in used condition. Rests of biological matter can be observed. The anchor was found broken in 3 separated pieces. The overall complaint was confirmed as the observed condition of the milagro intscr 7x23mm *ea would contribute to the complained device issue. Based on the investigation findings, the potential root cause is traced to procedural variables, such handling of the device or product interaction during procedure; a guidewire entrapment could have occurred while inserting the screw as per IFU; if resistance is felt during the insertion of a milagro interference screw over a guidewire, stop and confirm that the guidewire is not entrapped. If entrapped, back out the screw and withdraw the guidewire. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.